Event description:
Per complaint (B)(4), a patient reported pain associated with their dental implant. The patient was brought in to dentist to look. The implant was removed on a different date. Bone loss was also reported.